Event description:
Patient presented on [date redacted] for pci [percutaneous coronary intervention]. When attempting to close the left groin with perclose, the md reported that the device didn't work. A second attempt was made with a second perclose. Md reported that there was tension when trying to remove the device. The footplate did retract. When the device was removed, upon inspection, the md did not notice any obvious signs of the device breaking. Md attributed it to intra-arterial calcification at that time. Manual pressure was held, hemostasis achieved. Pt dc'd [discharged] to home on [date redacted], two days later. On [date redacted], five days after discharge, pt readmitted after a 5-day history of progressively worsening left lower extremity pain and numbness. On [date redacted], the following day, the pt underwent left femoral endarterectomy with embolectomy, revascularization, and removal of a retained foreign object: metallic object in the distal external iliac artery, appearing to be a portion of the perclose deployment system. Md inspected the specimen. Md confident that the specimen that was found in the iliac artery is a footplate from a perclose device. Per md there may be a correlation with the retained perclose object and subsequent complications.